Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer initially reported complaint for e-2 error message: sample not detected or using wrong test strip. The e-2 error message had occurred as soon as the blood sample was absorbed. While troubleshooting, the customer had performed a blood test fasting and obtained a result of 182 mg/dl using truemetrix meter. The customer had stated the result was too high for him. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. The customer is concerned with tests results from results obtained of 182, 141 and 142 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 182 mg/dl 190 mg/dl using truemetrix meter. The product is stored in the living room, in enclosed plastic container. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (b)(46.